Manufacturer narrative:
Debris, bushings. Evaluation summary: the unit was returned to the analysis site due to the hhex holster has a broken or possible sticking with the vacuum button on the hhex hand piece, when activated there is no response. Not used for human use. The analysis site per the service manual performed service tests and found debris inside of the cables connector and the flex circuit assemblies connector was causing the vacuum to not activate when the vac button is pushed, confirming the customer complaint. The site also found the drive shaft and bushing on the translation motor assembly was stuck together causing the probe to not go forward all the way when being activated. To correct the complaints, the analysis site removed the debris from the connectors to correct the vacuum issues, and replaced the bushings and drive shaft to correct the activation issues. The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
The customer has reported that the hhex holster has a broken or possible sticking with the vacuum button on the hhex hand piece. When activated there is no response. The scm12 is able to enable activation for hhex to complete process.